Manufacturer narrative:
H6: investigation summary a complaint of tubing being defective and an alarm going off during infusion was received from the customer. Two samples were received for investigation. During visual inspection, no defects or damages were observed on the set. The two sets were primed and infused at a rate of 250 ml/hr. No alarms or leakage were observed during infusion. No defects or damages were observed during investigation. The failure could not be replicated. A device history record review for model 2426-0007 lot number 22056294 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 30may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Because the failure mode could not be replicated, a root cause could not be determined.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets had defective tubing during use. The following information was provided by the initial reporter: "hanging ivig the tubing was erroring we checked tubing no air in the line, no kinks in the line, changed pump modules, changed location tubing was connected to primary line, still erroring. I came in did all the same no resolution to error unable to infuse ivig. New tubing opened and attached to ivig same errors tried all the above changes to fix error. Removed the tubing and opened a new one infusing no errors."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ pump module smartsite¿ infusion sets had defective tubing during use. The following information was provided by the initial reporter: "hanging ivig the tubing was erroring we checked tubing no air in the line, no kinks in the line, changed pump modules, changed location tubing was connected to primary line, still erroring. I came in did all the same no resolution to error unable to infuse ivig. New tubing opened and attached to ivig same errors tried all the above changes to fix error. Removed the tubing and opened a new one infusing no errors."